Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. No damages were observed to the drive mechanism that would contribute to the rotational sensor error. Lot number changed from unavailable to l50016. Expiration date changed from unavailable to 5/29/2022. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 11/29/2020.